Event description:
It was reported that after the catheter was inserted and the continuous administration was performed through both the lumens, when the catheter was flushed with saline solution due to blood sampling, a crack was formed on the catheter. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5 fr dual lumen groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed in the extension leg tubing of the white lumen. This catheter damage was characteristic of a burst failure, and the evidence observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ smooth and granular fracture surface texture (typical of tearing failure modes) ¿ linear, longitudinal cracks on the inner wall of the tubing in the area of the split (indicating over-stretching and tearing of the tubing material) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that after the catheter was inserted and the continuous administration was performed through both the lumens, when the catheter was flushed with saline solution due to blood sampling, a crack was formed on the catheter. There was no reported patient injury.